Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011. Customer informed the fse that it was a milky substance and the wash concentrate bottle was empty. The fse did not see a leak, and only make a guess on what leaked and the cause. The fse believed that when the customer changed the wash concentrate bottle the customer did not put the cap on tight enough and since the bottle is under pressure during use, the solution was coming from the wash concentrate bottle around the loose cap. By the time the fse arrived on-site the customer had replaced the bottle and was not leaking. Clear root cause for this event is unknown. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec), and reported that they had a leak from under the hydro in synchron cx4 delta clinical system. No injury was reported on this issue.